Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a shoulder arthroscopy the tip of the needle broke off after being fired while passing the suture. The surgeon saw it in the joint but could not retrieve it. It is located in the pouch of the shoulder joint. The surgeon was using the shaver with the suction on to remove it. It was not confirmed at that time it was removed with suction. The rest of the case was completed successfully. The surgeon took a post-op x-ray and it has been confirmed the needle tip remains in the patient. No further action has been planned at this time.